Event description:
Information from a case study which compares zotarolimus-eluting stent and the everolimus-eluting stent in the treatment of coronary bifurcation lesions showed (death and myocardial infarction) in-hospital and at 12 months of follow-up.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (death and mi) evaluation codes, conclusions: inherent risk of procedure (death and mi). (B)(4). Numerous attempts were made to contact the doctors involved in the case studies but no information was forth coming and therefore it was not possible to match any data as none had been received. Case study details below: herrador a, fernandez jc, guzman m, et al. Comparison of zotarolimus versus everolimus-eluting stents in the treatment of coronary bifurcation lesions. Catheter cardiovasc interv. 2011;78:1086;1092. (B)(4).